Event description:
It was reported that mixed product occurred before use with a bd vacutainer ® push button blood collection set. The following information was provided by the initial reporter, "when I opened the box I noticed some red text and corner arrow on one of the devices, it is situated as a singular ultra-touch device in the box. Code 367391 bd vacutainer ultratouch pushbutton blood collection set 25g 7inch tube the box product code is 367335 and lot number 8344580. The box was sealed closed by supply chain and had not been opened before being delivered to my office."

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for different catalog numbers within the shelf pack was observed. A review of the device history record was completed for one of the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The second catalog and lot number were not provided, and therefore a device history record review could not be conducted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mixed product occurred before use with a bd vacutainer ® push button blood collection set. The following information was provided by the initial reporter, when I opened the box I noticed some red text and corner arrow on one of the devices, it is situated as a singular ultra-touch device in the box. Code 367391 bd vacutainer ultratouch push button blood collection set 25 g 7 inch tube the box product code is 367335 and lot number 8344580. The box was sealed closed by supply chain and had not been opened before being delivered to my office."